Event description:
This pi is for the femoral periprosthetic fracture 'at some point after the primary.' Left total knee. At some point after the primary total knee procedure the patient had a periprosthetic fracture of the distal femur. A competitor retrograde nail was placed to address the fracture. The distal tip of the nail impinged on the ps post of the total knee insert. This impingement cause discomfort so the nail was removed and a new insert was placed.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. H3 other text : device not returned to the manufacturer.